Manufacturer narrative:
The pump had a blank flashing white lcd with audio tone alarms due to a cracked lcd controller. Unable to perform the functional testing including the self test, sleep current measurement test, rewind, seating, basic occlusion, occlusion, force sensor or displacement tests due to the display anomaly. The pump also had a scratched case.

Event description:
It was reported that the display on the insulin pump is flashing black and white and it has a constant tone. The battery was removed several times. The insulin pump was placed into storage mode. Customer will remove the battery for 2 hours. Customer was called back. Battery was reinserted it started to beep again. The display anomaly persisted. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.